Manufacturer narrative:
The 8f x 18cm hemo-cath was returned for evaluation in two pieces-the lumen was cut ~3.5 cm distal to the edge of the cuff. Visual inspection revealed the venous extension has been "repaired" with an unknown repair kit. Medcomp does not have or provide an approved repair kit for use with this catheter. The blue venous luer appears to have been cut off and a double barbed connector inserted into the silicone tubing with a cap covering the two parts. The other end of the extension has a female luer. A different clamp was installed over the original catheter extension. This is considered an off-label use of the device. The device was aspirated through and flushed without any resistance. The step tip of the lumen appears intact with no damage. It was reported that the tip broke but the tip shows no damage. The distal end of the catheter was cut, not torn or broken. The edges of both sections are smooth, not jagged which would indicate tearing. No further investigation was possible as the exact issue that resulted in using an unapproved repair kit was not specified. We are unable to determine the cause or factors that may have contributed to this event.

Event description:
Lumen hub broke and leaked-repaired with repair kit. Then lumen was clogged and tip of catheter broken. Unable to flush.

Manufacturer narrative:
Currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.